Event description:
It was reported that prior to a coronary treatment procedure, it was discovered the tip was damaged. The physician discovered the tip was frayed during preop, the filter wire never entered the body and they just grabbed another of the same, to continue on with the case. No other information is available regarding the patient or the procedure. The patient's condition is said to be o.k. And there were no complications to the patient.